Manufacturer narrative:
The device was not received at the time of this report; therefore, no physical or visual analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported. The patient information is unknown. If there is any further information received, a follow up medwatch report will be submitted.

Event description:
Event description: the catheter was placed distal to the portion of the vessel that needed ivus. Catheter was not turned on until we were distal and ready to do a pull back. The catheter was turned on a as the pull back was happening, there was a weird digital looking artifact under the vessel on the screen. As they were pulling back the catheter got stuck on the wire and spun around it, causing it to get stuck. The catheter and wire had to be taken out as one unit. The wire being used was a .014 thruway. What troubleshooting steps, if any, resolved the issue?: they stopped and tried to turn the catheter back on but it was making a winding noise, so it was taken out of the patient what is the next course of action?: opened another oc 18 catheter what was used to replace the thruway device in completing the procedure? Another .014 wire was used to complete the case. Patient present at time of event?: yes patient complications: no patient complications